Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: gallbladder removal. Detailed description of event: the article was opened sterile in the operating room. When the sterile package was opened, a hair was found in the package. This did not guarantee sterility; the article was not usable. Additional information received from applied medical representative via email on 02jan2026: it happened not during the procedure, before use, during unpacking, on (B)(6) 2025. Event date and procedure name fields updated. Patient status: na (before use). Type of intervention: a new cd001 was used.

Event description:
Name of procedure being performed: gallbladder removal detailed description of event: the article was opened sterile in the operating room. When the sterile package was opened, a hair was found in the package. This did not guarantee sterility, the article was not usable. Additional information received from applied medical representative via email on 02jan26: photos in the attachment. It happened not during the procedure, before use, during unpacking, (B)(6) 2025. Event date and procedure name fields updated. Patient status: na (before use). Type of intervention: a new cd001 was used.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, and a photo of the event unit was provided by the complainant. Visual inspection confirmed the presence of a loose hair inside the packaging. Based on the condition of the returned unit and the description of the event, it is likely that the loose hair originated from an operator during the manufacturing process. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.